Event description:
The user facility in (B)(6) reported the vitrectomy cutter passed pre-operative testing but failed to cut at 5000 cpm. There was no impact to the pt.

Manufacturer narrative:
Evaluation completed on bl5623 pouch from lot v0232. The pouch contain one 23ga vitrectomy cutter. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00162.